Event description:
The customer reported that they want the sensor replaced due to discrepancies. The sensor glucose would show 94 mg/dl while the blood glucose showed over 200 mg/dl. The customer states that they damaged the sensor by pulling it from the introducer needle. The customer's current blood glucose was 138 mg/dl. Nothing further reported.

Manufacturer narrative:
Reliability analysis: inspected 2 opened/used enlite sensors and performed bicarbonate buffer test per dop114-830. 1 of 2 sensors failed for high readings 1 remaining sensor passed per spec with accurate readings.